Event description:
A hospital in (B)(6) reported to a distributor that holes were found on the evaqua expiratory limbs of two rt340 adult dual heated evaqua breathing circuits whey they opened the kits.

Manufacturer narrative:
(B)(4). Lot number: manufacturing date: quantity affected: 130327, 03/27/2013, (B)(4); unknown, unknown, (B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuits were returned to fph in (B)(4) and were visually inspected. Results: visual inspection revealed that the evaqua expiratory limbs each sustained a hole. The hole on the evaqua expiratory limb with lot number 130327 was found about 18 cm from the patient end connector, while the one with unknown lot number was 76 cm also from the patient end connector. A lot check revealed one other complaint of this nature for lot number 130327. Conclusion: based on the inspection conducted, the subject evaqua expiratory limbs appeared to have been punctured with a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every (B)(4). If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuits were damaged after they were released for distribution. (B)(4). The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."